Manufacturer narrative:
Upon receipt, the lead was found dissected into two fragments at approximately 13 cm distal to the is-1 connector pin. 4 cm of the lead body between both fragments were not returned or analysis. The available lead fragments were extensively analyzed. The inspection demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead had intermittent oversensing and noise which lead to inappropriate charges. Should additional information become available, this file will be updated.